Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded all product at the time of impella explant. No root cause can be determined. Should more be shared that leads to root cause, a final report will follow.

Event description:
The medical team had an impella cp placed for support, for a patient undergoing a high risk coronary intervention, via the femoral artery. The limb became ischemic and had fem-fem bypass done to restore flow to the leg. The pump was later explanted after 28 hours of support. The team instead placed escalated axillary support with an impella 5.5 pump. The pulses returned to the leg after explant.